Manufacturer narrative:
Results: a sample is not available for evaluation, however, the customer provided a photo of the affected device. A photo investigation was conducted but was unable to ascertain the actual failure mode. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7041588. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the safety shield of a 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter separated the device during use. There was no report of injury or medical intervention.